Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received by the manufacturer for evaluation. The investigation of the device is underway.

Event description:
It was reported that the balloon did not correctly deflate during the procedure. There was no reported patient injury or additional intervention.

Manufacturer narrative:
Additional information provided indicated the balloon was used during treatment of an internal carotid artery aneurysm. The balloon was slow to deflate. The balloon was removed from the patient without incident. Investigation of the returned device revealed a pinhole in the balloon, which would have caused the slow deflation; however, the conditions or circumstances that led to the balloon damage could not be determined.